Event description:
Patient was undergoing treatment for coil embolization of a left pulmonary lobe av malformation. The largest fistula was catheterized with difficulty due to the tortuosity of the segmental artery. This fistula was embolized with 7x20 and 8x20 pc400 coils. An 8x30 coil prematurely detached in the microcatheter hub on re-sheathing and was discarded. There were no adverse events associated with this event.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.